Manufacturer narrative:
(B)(4). A visual inspection of the returned device (73f2400858 - 0627) was conducted, and the following observations were made : the cartridge was shipped in a tray the cartridge knob was unlocked the pusher was deployed the cutter was deployed the suture / suture support tube was not buckled the suture crimp is intact the urethral endpiece (ue) was deployed, not returned with the device the distal tip was undamaged a scope seal was not returned with the cartridge the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed : the needle tab overmold was bowed the capsular tab (CT) did not unsheathe needle broken : the needle tip is bent inward and broken. Refer to dimensional inspection for additional detail. The needle was found to be broken approximately 1.13 mm in length and 0.51 mm in width. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The device history record for lot 73f2400858 was reviewed. For as00230 (needle, pre-cond & duraglide coated ul2) there were no nonconformances or component rejections identified. This review did not identify any findings relevant to the failure mode identified for the returned device. Corrective action is not required at this time as the probable root cause for this complaint is related to "use error - unintentional - cannot determine". The customer report of: "... Suture was not visible after pull3 ..." Was confirmed. Confirmation is based on the investigation results showing that the capsular tab (CT) did not unsheathe due to a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes: ul - needle broken: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when placing the seventh implant, the suture was not visible after pull3, so pull 4 was performed outside the patient. The surgeon replaced it with a new device and completed the procedure". No patient harm or injury. The patient status is reported as "fine".